Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tubing on the drain bag kinked. The complainant noted that the sheet clip was not on the bag and when it was placed, the kink straightened out a little.

Manufacturer narrative:
The reported event was confirmed as use related. The user failed to follow relevant setup instructions. Visual evaluation of the photo sample noted one opened (without original packaging), in-use meter drain bag. Visual inspection of the sample noted two significant (>50% diameter reduction) kinks in the inlet tubing near the meter's inlet port. This is out of specification per inspection procedure which states, "product must conform to drawing" and "drainage tube with reduced i.d. More than 25% is not allowed." The root cause for the reported event was that the user failed to follow instructions provided in the labeling, including the instruction "use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked" (step # 18)." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. Proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed. Catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tubing on the drain bag kinked. The complainant noted that the sheet clip was not on the bag and when it was placed, the kink straightened out a little.